Event description:
It was reported that the patient's implantable neurostimulator and lead were explanted on (B)(6) 2011. Additional information received reported that the ins and lead were the cause of the event. It was reported that all circuits were not functional, the ins was flipping, and there was premature battery depletion. A lack of device efficacy was reported. After the removal it was reported that there was no injury and the patient clinically improved.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.